Manufacturer narrative:
The customer runs 3 levels of quality control at the beginning of every reagent pack and it is within the customer's specifications. Customer states the 48th through the 50th test of each reagent pack is erroneously high. Issue isolated to only this assay. The field service engineer performed a system check which passed. The instrument was up to date with all maintenance. The investigation did not confirm customer's statement that all erroneous results were performed at the end of the reagent package. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 8 of 17 reported by this customer. The 17 related mdrs that have been reported are: MDR 2122870-2011-01253, 02205, 02206, 02207, 02208, 02209, 02210, 02212, 02213, 02214, 02215, 02216, 02217, 02218, 02219, 02220, 02221.

Event description:
Customer reported erroneous test results for vitamin b12 were obtained while using an access 2 immunoassay system. Reported imprecision with the vitamin b12 assay occurring with the last tests of the reagent pack. It is unknown if erroneous results were reported out of the laboratory. Affect to patient treatment is unknown. No reports of death or serious injury as a result of this event. This event represents event 8 of 17 events reported by this customer for 13 patient samples.